Event description:
The following information was reported: two balloons burst in the patient. No calcification was noted. Manual compression was applied for 40 minutes. The patient was hospitalized for reasons un-related to the mynx device/mynx procedure. Procedure type: intervention coronary sheath: 6f terumo.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. Two balloon loss of pressure events were reported to have occurred in the same patient. It should be noted that the probability of two devices failing in the same patient due to a puncture of the balloon is highly improbable without an outside source causing the puncture. The review of the lhr (f1432302) indicated that the device lot met all established performance criteria prior to shipment. (B)(4). See medwatch report # 3004939290-2015-00123 & 3004939290-2015-00124.

Manufacturer narrative:
An attempt to inflate the balloon of the returned device with water was unsuccessful because the inflation tube was clogged up. Visual inspection at high magnification confirmed that the source of the leak was a ~3.5mm longitudinal tear in the balloon, approximately 6 mm from the balloon proximal tip. The balloon appears to be intact with both ends of the balloon still attached to the device (no missing pieces). Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. The review of the lhr (lot f1432302) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).